Event description:
A report has been received from a peritoneal dialysis patient who reported that the cycler alarmed during set up. She states she saw the alarm screen appear and then the cassette door flew open and spit the cassette out. She turned the cycler off. There was fluid everywhere. She discarded everything. No report of patient ill effect.